Manufacturer narrative:
The reported hematoma was addressed with additional manual compression, but the pseudoaneurysm required surgery to correct. The device was not returned for physical investigation. Conclusion: while the device was not returned for physical investigation. Hematomas and pseudoaneurysms are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. The reported hematoma and pseudoaneurysm were not related to device malfunction, and maybe the result of an endovascular procedure.

Event description:
The vascade was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock and the black sleeve was retracted to expose the collagen. The collagen was deployed and the device was removed. Final hemostasis was achieved with the device. When the drape was removed, the staff noticed a hematoma greater than 6 cm. Pressure was held on the hematoma for 40 minutes. The patient was brought to recovery and an ultrasound was performed, which revealed a pseudoaneurysm. The patient was held over the weekend and surgery was performed on monday to correct the pseudoaneurysm. Patient recovered after surgery.